Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 6fr angio-seal vip device was returned for evaluation. The device appeared to have been cut with a blade at the tip of the hemostasis sheath. The anchor and collagen were visible at the tip. The locator and plastic pouch were also returned. The deployment sleeve was in full rear lock position. Upon microscopic evaluation of the collagen and anchor, it was confirmed that no evidence of tamping was present on the absorb-able components. The collagen was wetted with water and the anchor for manually pulled to check the functionality of the spool. The anchor, collagen, tamper tube and suture released as intended. The presence of all subcomponents within the device was verified. Angio-seal vip IFU was reviewed and the following instructions state: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." Based on the available complaint information and evaluation of the returned device, the complaint is confirmed for the failure mode of pullout. The anchor and collagen did not release upon deployment of the device. Based on past complaint history, possible reasons for the failure include the user not placing the deployment sleeve in the full forward lock position or an obstruction preventing proper deployment. The IFU does advise to ensure the anchor has been properly placed or the device will not function. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The ik device was taken over the wire and the angio-seal device was placed and the position was confirmed. When the footplate was introduced and pulled back, the entire system pulled through. The footplate was confirmed by the physician to be in the angio-seal device and not the patient. There was no patient injury, harm or blood loss. The patient outcome was reported to be good. Additional information was received on 5/22/2018: this was an antegrade angioplasty of superficial femoral artery/popliteal procedure. There was no difficulty with arterial access. A pre-deployment angiogram was performed. All of the devices were removed and manual pressure was applied to achieve hemostasis.